Event description:
Boston scientific received information that the patient with this device experienced syncope. A technical service consultant was contacted and two electrograms were faxed because the representative was questioning right ventricular capture. The electrogram appeared to the threshold test ending with retriggering of atrial tachycardia response. The other electrogram displayed pauses in pacing up to two seconds that were from the intrinsic amplitude testing. The consultant noted that this was normal device operation.

Manufacturer narrative:
The device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.